Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va20dd1, implanted: (B)(6) 2020, (month-year validity) explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-jun-2023, UDI#: (B)(4). Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a trial patient with an external neurostimulator (ens). An hcp reported that the lead had migrated and that it had been explanted and discarded on (B)(6) 2020 and would not be replaced in the future. The rep reported that it was disagreed before they had told the rep about the incident. The rep noted that they had been covering remotely due to the covid-19 pandemic. The rep stated that the issue being reported was that allegedly the lead had migrated during the 3 week trial and noted that as of 7:45 on (B)(6) 2020 the patient had still been having 50% or better efficacy. The rep stated that the lead had been pulled before the rep had been notified, that the patient had come in for a stage 2 after a 21 day trial and that due to the covid-19 pandemic the rep was set to cover the s3. The rep reported that the lead had been originally placed using optimal lead placement technique and that during the 3 weeks the rep had advised the health care physician (hcp) of the 7-14 day on the label trial for interstim. The rep noted that as of 7:45 on (B)(6) 2020 the patient was still doing great and having over 50% efficacy when the rep had asked. There were no further complications reported.